Manufacturer narrative:
Please note: the (B)(6) 2016 intervention has been reported under MFR. Report #3007284313-2018-00171. (B)(4). Concomitant medical products: the patient¿s medications include; zyloprim, vitamin e, aspirin, cholestyramine, zocar, metoprolol, and folic acid. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak, component migration, aneurysm rupture, and cardiac events (e.g., myocardial infarction, heart failure).

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm, whereby four gore® excluder® aaa endoprostheses were implanted. On an unknown date, it was reported the right common iliac artery had become aneurysmal (amount of growth unknown). Reportedly, the aneurysm disease had progressed distally over time resulting in the loss of wall apposition of the contralateral leg component. On (B)(6) 2016, an additional procedure was performed, whereby an additional contralateral leg component was implanted for distal extension and adequate seal to the vessel wall. On (B)(6) 2018, the patient was emergently admitted to the hospital for treatment of a ruptured aortic aneurysm. Imaging was performed and evidence of a distal type I endoleak associated with the contralateral leg component implanted on (B)(6) 2016 was identified. According to the report, continual aneurysmal growth within the iliac artery resulted in loss of circumferential device apposition to the vessel wall. It was reported, the contralateral leg component had migrated 2-3 cm into the distal portion of the aneurysm, resulting in the free flow of blood into the aneurysm sac. According to the report the aneurysm had grown to over 7 cm in diameter (total amount of growth is unknown). That same day, an emergent procedure was performed to treat the ruptured aneurysm. An aorto-uni-iliac (aui) and fem-fem bypass procedures were performed, whereby a medtronic endurant stent graft was implanted. It was reported the distal type I endoleak was resolved and the rupture successfully excluded. According to the report, the patient tolerated the procedure and taken in stable condition to recovery.